Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited undersensing of ventricular fibrillation (vf) resulting in multiple inappropriate shocks delivered. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of an inappropriate shock and dislodgement.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited undersensing of ventricular fibrillation (vf) resulting in multiple inappropriate shocks delivered. An x-ray was taken which showed the electrode had dislodged and was no longer on the sternum. This system was subsequently explanted and replaced. No additional adverse patient effects were reported. The electrode was returned for analysis.